Manufacturer narrative:
Corrected fields: b3 (information was inadvertently omitted). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force by the customer olympus will continue to monitor field performance for this device.

Event description:
The event was found after an unspecified therapeutic procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and completion of investigation.

Event description:
The customer reported to olympus, that the rigid scope had a broken lens. There were no reports of patient harm.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection. During the device evaluation the customer allegation of broken lens was confirmed. This investigation is ongoing, follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.